Event description:
It was reported that a (B)(6) female patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and before ablation started she experienced chest pain. When ablation took place the blood pressure dropped and it was confirmed by echo that patient had suffered a cardiac tamponade which required a pericardiocentesis and extended hospitalization on the cardiovascular intensive care unit. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. However, additional information received, points out that the patient anatomy might have contributed to the event. Settings during the event include: power between 25-30 watts, temperature at 38 degrees, irrigation flow of 17 ml/min and a terumo 9f sheath was used.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system; us catalog #: fg540000; serial #: (B)(4). Product name: smartablate generator kit (us); us catalog #: m490007; serial #: (B)(4). Product name: smartablate pump kit (us); us catalog #: m490008; serial #: (B)(4). (B)(4).